Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Post-paced t wave oversensing was noted by secure sense. The patient was asymptomatic and did not receive any inappropriate therapy. Reprogramming of the device will be considered.